Event description:
"Screw was loosed out during operation," was the reason for repair. On f/u conversation with the foreign distributor, rptr said that some of their attachments are sterilized by sterad (h2o2 plasma). Rptr was wondering if this sterilization method may melt the loctite glue from the set screw and contribute to increase number of fallen screws they experience with their attachments. No other info was available from the foreign distributor.